Event description:
It was reported that the siderail will not lock in the center position due to a damaged column. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.